Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Software analysis were unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. This case may be re-opened if additional information is received. Suspecting poor registration technique. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736 (software version: (B)(4)). A medtronic representative went to the site to test and service the equipment. The system passed the system checkout and was performing as intended. No hardware parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that there was an alleged inaccuracy during the clinical case. After swapping from the initial verified instrument, the surgeon was 2-3mm inaccurate when navigating to the lateral canthus. Trace registration was used with an additional touch point at the tip of the nose. Troubleshooting noted that the non-invasive patient tracker (nipt) value was 0.45. It was also noted that the patient tracker did not move. The site swapped trays and re-registered twice with no resolution. Accuracy was lost a third time when the system was previously accurate. There was a surgical delay of less than 1 hour, and there was no impact on patient outcome.